Event description:
A disposable covidien laparoscopic monopolar cord melted and sparked where end plugged into the megadyne esu bovie machine. No harm to the patient. Procedure stopped immediately and the cord exchanged for new one and proceeded with no more issues. Before unplugging defective one, the cord end was inspected and noted to be seated securely into the plug opening. FDA safety report ID# (B)(4).